Event description:
A pressure irrigator door cracked under a reported air pressure of about 550mm hg. A piece of the door fully separated from the cover along the full length of the latch side of the door. The part that separated was under the latch.